Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the implantable cardiac monitor (icm) physician was 'not satisfied' with the sensing. The icm was not used and replaced. No patient complications have been reported as a result of this event.